Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: avoiding contamination at surgery- to avoid contamination, aseptic technique is essential. Do not expose the tissue expander to lint, talc, sponge, towel, and other contaminants. Contamination at the time of surgery increases the risk of periprosthetic infection, which could require premature explantation of the breast tissue expander.

Event description:
Healthcare professional reported that there was black foreign body or dirt on the device. There was no patient contact.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: device appearance (it is observed a blue stain of round shape, with a size of 2.5 mm and with a rough morphology). The stain was sent to an external laboratory for analysis but it cannot be confirmed the origin of the stain according to the analysis since no significant differences are observed between the shell and the stain. It¿s not considered a workmanship since the device was not received in the original sealed packaging. Based on the device analysis the final assessment is: observed a blue stain on the shell. The stain was studied but it was not possible to identify the source of the stain.

Event description:
Healthcare professional reported that there was black foreign body or dirt on the device. There was no patient contact.